Event description:
Placed tubing ready to fill w/ IV gancyclovir and it would not prime past filter. When placed in IV pump it would not pump. No adverse event happened to pt.- tubing replaced w/new tubing.